Event description:
A USA distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ecgs.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. As received, belt failed the ECG fall-off and te recognition tests. The cause of the failed tests was isolated to the distribution node (dn) to rear therapy electrode (te) cable. The dn to rear te cable was pulled from strain relief, breaking the rear pulse wire from its solder joint in the dn. The cause of the test failure is the broken wire. The root cause of the pulled cable was unable to be positively determined, but likely excessive force. No adverse event resulted from the damage electrode belt.